Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing intermittent power. The reporter noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the black box indicated rebooting had occurred. Visual inspection revealed that the battery compartment was cracked. The returned battery cap was undamaged and was able to attach to the pump and maintain electrical connection. The pump powered on normally with no issues occurring. The battery cap was fastened and unscrewed half a turn with no reboots occurring. The pump was exercised for 24 hours with no power issues. The pump cover was removed and there were no defects found to the power circuit. The complaint of a power issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.